Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a pfa procedure, an air leak was noted. Upon inserting the agilis 13f into the patient, the physician pulled back via syringe and noticed an abnormal amount of bubbles. The sheath was expelled 3 times with a 50cc syringe, however, the amount of bubbles was not reduced. To resolve, the sheath was exchanged and the procedure was successfully completed with no adverse patient consequences.